Manufacturer narrative:
This is a downgrade report, as it was determined no serious injury occurred. No additional information is expected.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by an unspecified health care professional and a consumer via a sales representative, with additional information from a hospital risk manager health care professional and a pharmacist from (B)(6), concerned a (B)(6) female of unspecified origin. Medical history and concomitant medications were not provided. The patient received saline (demo cartridge for insulin lispro) (sodium chloride) via a luxura hd pen, (dosage and indication not provided), beginning on (B)(6) 2011. Beginning on (B)(6) 2011, the patient received saline for several days via a school nurse and not her insulin lispro. On (B)(6) 2011, the patient experienced elevated blood sugars and went to the emergency room (ER). The patient was not hospitalized. In the ER, the patient was given insulin and they were able to bring her blood glucose level down. The school nurse felt that there was not enough difference between the luxura pen, the saline cartridge and the insulin cartridge thus caused the confusion which lead to the error. The physician office of the patient gave the pen to the family and did not check to see if there was a cartridge in the pen. The family then provided the pen to the school. It was not discovered the pen had a saline cartridge until the endocrine department opened up the pen while the patient was in the hospital. The physician's office was now opening every box of pens they received prior to storing them on their shelf. They would then seal them with colored tape after inspecting them. Diagnostic tests performed were not provided. The patient recovered from the high blood sugar. The outcome of all other events was unknown. The saline was discontinued and the action taken with the insulin lispro was not provided. The reporting health care professional stated that the events were related to the saline and not the insulin lispro. The user of the pen was a health care professional (school nurse). The pen had been used for a total of 11 days. The nurse stated that there was not enough difference between sample pen or the saline cartridge and the pen with insulin lispro cartridge. Additional information was received from a consumer reporter on (B)(6) 2011 and was added during the initial processing of the case. Update (B)(6) 2011: upon review of source document from (B)(6) 2011, the pen was recoded to luxura hd pen and made suspect for the medication errors. Added device paragraph to narrative. Update (B)(6) 2011: upon review it was determined that case (B)(4) was a duplicate of this case (B)(4). All information from case (B)(4) will be transferred into case (B)(4). In addition, additional information was received on (B)(6) 2011 from a healthcare professional via a phone call: added reporter from (B)(6), changed serious event of hospitalization to non-serious event of elevated blood sugar, removed drug dispensing error as it is captured in term wrong drug administered, removed serious criteria of wrong drug administered as patient was not hospitalized and updated the narrative to include patient was not hospitalized. Added treatment received in the ER. Changed outcome of high blood sugar to recovered. Case and narrative updated accordingly.

Event description:
(B)(4). This spontaneous case reported by an unspecified health care professional and a consumer via a sales representative, with additional information from a hospital risk manager health care professional, concerned a female of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received saline (demo cartridge for insulin lispro) (sodium chloride) via a luxura hd pen, (dosage and indication not provided), beginning on (B)(6) 2011. Beginning on (B)(6) 2011, the patient received saline for several days via a school nurse and not her insulin lispro which required the patient to be hospitalized on (B)(6) 2011. The school nurse felt that there was not enough difference between the luxura pen, the saline cartridge and the insulin cartridge thus caused the confusion which lead to the error. The physician office of the patient gave the pen to the family and did not check to see if there was a cartridge in the pen. The family then provided the pen to the school. It was not discovered the pen had a saline cartridge until the endocrine department opened up the pen while the patient was in the hospital. Treatment measures and diagnostic tests performed during hospitalization were not provided. The patient had not yet recovered from the events. The saline was discontinued and the action taken with the insulin lispro was not provided. The reporting health care professional stated that the events were related to the saline and not the insulin lispro. The user of the pen was a health care professional (school nurse). The pen had been used for a total of 11 days. The nurse stated that there was not enough difference between sample pen or the saline cartridge and the pen with insulin lispro cartridge. Additional information was received from a consumer reporter on (B)(6) 2011 and was added during the initial processing of the case. Update (B)(6) 2011: upon review of source document from (B)(6) 2011, the pen was recoded to luxura hd pen and made suspect for the medication errors. Added device paragraph to narrative.